Event description:
It was reported that an arteriotomy closure of the mildly calcified and mildly tortuous right common femoral artery was attempted using a proglide device with a 6f sheath after an interventional procedure. Reportedly, a cuff miss occurred. The proglide device was removed and a second proglide device was used with the same results. Hemostasis was achieved using a third proglide device. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported that mild calcification was visible in the right common femoral artery at the access site. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The other perclose proglide device is being filed under a separate medwatch MFR number.